Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2013 and absorbable staples were used to fixate the mesh. When the device was opened a small hole was noted in the outer peel pack. The inner wrappings appeared intact. The device was not used on the patient due to possible compromise in the sterility of the device. A second device was opened and the case was completed without consequence to patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. According to the packaging evaluation the bulge condition was not a hole. Possibly this damage was caused when accidentally a surgical instrument impact on the inner side of the foil pouch when this was opened to use the device, the sterile barrier was not compromised.